Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The lead was expected to be repositioned, but during the procedure, the helix would not extend. The lead was removed and replaced successfully. No additional adverse patient effects were reported.